Manufacturer narrative:
(B)(4) per exemption number e2017013. Device evaluation by manufacturer: a field service engineer (fse) replaced a faulty b/f probe cable assembly. The fse checked alignment, performed functional tests, ran aia-2000 instrument and quality controls; all passed. No further action was required by the fse; the aia-2000 instrument was working within specifications. A complaint history review and service history review for similar complaints was performed for the aia-2000, serial number (B)(4), from 30-sep-2016 through 30-oct-2017. There were no other similar events identified during the searched period. The aia-2000 operator's manual under a4. Appendix 4: error messages, states the following in regards to error message 4461: 4461 b/f probe 3 home detection failure cause: the home sensor failed to activate after b/f probe 3 moved toward the home position. The measuring operation is suspended. Solution: contact tosoh service center or local representatives. The most likely cause of the reported event was due to a faulty b/f probe cable assembly.

Event description:
N/a

Manufacturer narrative:
H.10. Additional manufacturer narrative: tosoh bioscience, inc. Is submitting on behalf of the foreign manufacturer, tosoh corporation, per exemption number e2017013. Submission of this report does not constitute an admission that the importer or manufacturer's product caused or contributed to the event. H.3. Device evaluation by manufacturer: no conclusion is yet available; investigation is in-process.

Event description:
On (B)(6) 2017 a customer reported getting b/f probe home detection failure error messages with the aia-2000 instrument. The customer was unable to run patient samples on estradiol (e2). On (B)(6) 2017 a field service engineer (fse) was dispatched to address the reported event, which resulted in delay in reporting of patient results for e2. There is no indication of any patient intervention or adverse health consequences due to the delay in reporting of patient results.

Manufacturer narrative:
H.10. Additional manufacturer narrative: tosoh bioscience, inc. Is submitting on behalf of the foreign manufacturer, tosoh corporation, per exemption number e2017013. Submission of this report does not constitute an admission that the importer or manufacturer's product caused or contributed to the event. H.3. Device evaluation by manufacturer: no conclusion is yet available; investigation is in-process. Corrected data: g. 3. Report source: under the above section "user facility" was incorrectly selected. The only report source is "health professional".

Event description:
N/a.